Event description:
(B)(4). Started having pain every time I'd have sexual intercourse. My periods are horrible with pain, blood clots as though I'm having a miscarriage. Sometimes when I'm walking I feel a scratching feeling in and around my ovarian area. I can be laying down and feel somethings just not right.